Event description:
It was reported that during exercise, the patients' heart rate drops due to heart block. Reprogramming the parameters on the pacemaker was done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.